Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer treated for the low reading with food. The customer woke up with blood glucose of 148 mg/dl. The customer stated that she could not calibrate her sensor. The product was not returned for analysis.